Event description:
The rptr stated that rptr did meter to lab comparison tests, within 10 minutes. Rptr's meter reading (capillary test) was 181 mg/dl, and the venous lab test result was 139 mg/dl. Rptr did not have any symptoms. A control solution test result of 134 was in range. On follow-up, the rptr stated that rptr checks the confirmation dot, and rptr's technique of applying blood is accurate. Rptr cleans meter. No harm was alleged.